Manufacturer narrative:
(B)(4). Batch # n5759j. The analysis found that one psee60a device was returned with no apparent damage and with no cartridge loaded on the device. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The reported event could not be confirmed as the device performed without any difficulties noted during the functional testing. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. The device history records were reviewed and the manufacturing criteria were met prior to the release of this batch/lot.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information requested and received: what were the indications for surgery? ---- no information from the hospital. Did the patient undergo chemo or radiation therapy prior to procedure? ---- no information. Was a leak test performed prior to the anastomosis completion with the covidien device? ---- no information. Were there any staple formation issues noted? ---- dr. Said the staples formed properly. How was the trocar of circular stapler placed- through the staple line or next to it? ---- no information. Was the linear cut line incorporated into the circular stapler firing? ---- no information about the circular stapler firing from the hospital. Was the surgeon satisfied with the appearance of rectal stump after firing with linear stapler? ---- yes. Dr. Said there was no defect on the linear stapler. And dr. Said the energy device (ligasure maryland) which was used for this procedure might damage the tissue. Dr. Thought the cause of the leak might not be the linear stapler. What were the patient¿s comorbidities? ---- no information about the detailed information about the patient. What is the current patient status? ---- the patient is stable.

Event description:
It was reported that during a laparoscopic sigmoidectomy, air leaked at the 1st stroke of the 1st firing on the intestinal tract. After the anastomosis using eea25 (covidien) was performed, air leakage was confirmed from the edge of the staple line. The cartridge color was gold. Laparoscopic suturing was performed for reinforcement, but the leakage continued. The surgery was changed to open procedure for additional hand suture to complete the case. There were no adverse consequences to the patient.